Event description:
It was reported the screw would not retract during attempted implant. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed with the exception of the distal conductor. Visual analysis noted, the distal conductor had been over-retracted and fractured in the connector. The distal conductor was distorted near the connector. Mechanical inspection to determine number of turns to extend and retract the lead could not be completed. Damage at implant noted.